Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the computer failed to boot-up. The representative replaced the computer. The system then passed the system checkout and was found to be fully functional. No devices were returned to the manufacturer for analysis. Information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that, when the navigation system entered the verify instruments task, it became unresponsive and displayed no signal on the monitor. It was noted from the representative that the site saw the same unresponsive behavior last week while setting up for a case (hard power cycle fixed it temporarily). There was only 13% of the disc space being used. There was no patient present when this issue was identified.

Manufacturer narrative:
Analysis on the returned computer resulted in no failure being found through functional testing and visual/physical examination. Analysis states that the computer boots normally to the application screen and runs normally. No unresponsiveness was observed. If information is provided in the future, a supplemental report will be issued.